Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that the tape had caused her skin to blister, as she was recently made aware that she had an allergy to latex during this evaluation. Temporary evaluation had been removed (tape, leads, ens, etc.) And will be replaced with the permanent implant. The issue was reported to be resolved at the time of the report. No further symptoms reported. No complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter who said the external neurostimulator (ens) serial number was not recorded. No further patient complications have been reported as a result of this event.